Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (B)(4) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro4.0- 11434 (erkoloc-pro) was manufactured from 4/21/20 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized and the pictures were attached. Roughness - the lingual flange was rough and appeared to be adjusted. Additionally, the internal aspect of the device appeared adjusted at the molars of both quadrants. Crack - no major crack was found. Delamination - layers were intact and did not appear separated. Discoloration - the device had a slight yellow hue on the central incisors of the device. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect and abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. The erkodent supplier reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Is not applicable with the exception of lot number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and is not implantable.

Event description:
Received an email from the thermoform group regrading a new complaint. It was reported that the patient had a reaction to comfort hard soft splint. It was reported that the patient returned to office 3 days after delivery, reporting slight inflammation of tissue, redness, and itching where there was contact from the device. The device was adjusted thinking reaction was caused by material impinging on tissue. The patient returned with the same complaint and discontinued the use of the device. Updated: received questionnaire noting that the patient received the device on (B)(6) 2021 and the reaction occurred on (B)(6) 2021. The patient discontinued the device on (B)(6) 2021. The reaction subsided "half-way through the day on (B)(6) 2021." The patient did not require any medical intervention for the reaction. The patient does not have any medical history or any allergies. The patient current status is notes as "wnl." With regard to the device: the device was rinsed with water prior to its delivery. The patient was instructed to maintain the device by cleaning with "soap and water."